Event description:
It was reported that a patient underwent a sub-total hysterectomy on an unknown date. During the procedure, the device suddenly stopped working well. A second device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 10/01/2008. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.